Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the mainboard and interconnect printed circuit board. As a result, the mainboard and interconnect printed circuit were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a primary alarm failure, acu watchdog failure. There was unknown patient involvement. No patient harm/adverse event was reported.